Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log confirmed the customer¿s complaint of a primary audible alarm. Visual and functional testing was performed, and the reported issue was attributed to the primary speaker being out of specification. The most probable cause was determined to be an out-of-specification speaker. The primary speaker was replaced to fix the issue.

Event description:
The device was returned as it was reported that the device alarms primary audible alarm post minutes after infusion is complete, with no patient involvement. The reported issue was confirmed during device evaluation, indicating the primary audible alarm bgnd occurred, which may interrupt infusion.